Event description:
The problem with this particular transfer set is that the tubing connected to the different colored pieces of the transfer set are not melted or glued into place. Thus, the tubing can be pulled out of its location where it is supposed to remain in place and is rendered unusable. On this particular set the tubing pulled out of the yellow connector piece and this is the second time that this problem has occurred with this lot number.